Event description:
The ge oec 9800 fluoroscopy system had the collimator close down and the system required a reboot to restore function, and no further incidents occurred.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the fluoro functions pcb to prevent a recurrence of this malfunction. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.